Event description:
Patient reported one dose of firazyr that had to be wasted because the medication would not push through the needle. Patient stated she initially thought she might have hit scar tissue. She removed the needle and tried pushing medication but it would still not flow through the needle after applying a good amount of pressure and force. Patient used a different dose.

Manufacturer narrative:
It was reported "patient stated she initially thought she might have hit scar tissue. She removed the needle and tried pushing medication but it would still not flow through the needle after applying a good amount of pressure and force. Patient used a different dose." The reported issue was not confirmed. No sample/photo was provided for analysis. The batch involved in this complaint meets all acceptable quality levels (aql's), was manufactured, and released according to applicable procedures and specifications. A review of the quality history within the sap system was performed as part of the investigation. No quality notifications were identified during the production which relate to the reported condition. The batch was manufactured and released according to applicable procedures and specifications. No corrective or preventive actions were idefined following the investigation of this complaint. The trend analysis was performed and investigation verified. The investigation verified complaint history records and concludes that: the concerned batch has not been previously investigated for similar problem statement and a 24 months complaint system history search has been performed on same catalogue number and no similar complaint was reported. There was no adverse event as patient had an additional dose.